Event description:
It was reported that the customer experienced issues with the pump's touch screen, requiring multiple button presses and exhibiting a dimmer screen display. There was no adverse impact to the customer¿s blood glucose level. The customer did not seek a replacement pump, but the issue was filed for documentation and a statement of non-repair in anticipation of their renewal.